Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on april 25. The customer¿s blood glucose level was 720 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated no symptoms related to high blood glucose. Customer was not alleging insulin pump was under delivering. Customer stated that they ran a self test and the insulin pump passed it. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.